Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. The motor was tested outside of the insulin pump and passed. The insulin pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 443 mg/dl. The customer stated that her pump is not working and she received a motor error while trying to bolus. The customer stated that she received multiple motor errors over the past 4 days. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was no motor position encoder error from the pump. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.